Event description:
The report indicated that the catheter did not fit properly to the 150ml syringe. The local company who sells the injector made an investigation and no abnormal results were found. They are using a 'three way stop cock' for their normal work.

Manufacturer narrative:
The product is available but has not been received as of the initial report review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.